Event description:
Discordant results were obtained on patient samples on an advia centaur xp instrument while quality controls were out of range. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). It is unknown if there were any reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site. After evaluation of the instrument and instrument data, the fse instructed the customer to prime reagent probe 1, wash station and perform daily cleaning procedure. After these actions were complete, the quality controls were within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.